Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue battery compartment latch broken was confirmed. Further investigation found that the downstream occlusion (dso) seal was delaminating. The dso and battery compartment were replaced. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, "battery compartment latch broken"; during device evaluation it was found that the downstream occlusion (dso) seal was delaminating. The status of the product at the time of the event was during testing. There was no patient involvement.